Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a problem with the pipette plunger seal in the reported problem area of the pipetter assembly. The tip clamp and plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.